Event description:
It was reported that the implantable cardiac monitor (icm) experienced multiple resets, with the most recent being a hard reset and the device clock was reset. It was noted that remote monitoring network report current counters had question marks, there were no transmissions available and an error message was displayed on the diagnostic mobile programmer application. It was further noted that the device should function as expected following the reprogramming of the device parameters and device clock and advised to bring the patient into the office to resolve the issue. It was additionally noted that the icm reset was not cleared, the device clock was not working and transmissions were not coming through on the remote monitoring network, troubleshooting assistance was provided to resolve the issue. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the electrical resets were cleared.

Manufacturer narrative:
Correction: updated coding in h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.